Event description:
While performing a fistuloplasty the balloon split, transversely, at junction of cephalic and subclavian vein. The rated burst pressure was exceeded. Part of balloon remains in pt's venous system. The pt is being monitored, no complaints of pain, no shortness of breath and oxygen saturation stable. The product has been received for eval and preliminary analysis states that 10.5 cm of the distal tip was received only. The balloon is split with the distal tip detached and not included. No additional pt and procedural info has been provided at the time of this report.

Manufacturer narrative:
The product has been returned for eval and testing, however, the engineering eval has not been completed. Additional info will be submitted within 30 days of receipt.